Manufacturer narrative:
The investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported there is no picture or light showing when the device is plugged in. No procedure or patient involvement. No negative impact in state of health reported.